Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to the limited information available, a cause for the atrial perforation (asd) cannot be determined. The reported patient effect of atrial septal defect (asd) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The mitraclip cds device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report an atrial septal defect (asd). It was reported that in 2011, a mitraclip procedure was performed to treat mitral regurgitation (mr). Three mitraclips were successfully implanted. In 2014, the patient returned to the hospital with infective endocarditis. The endocarditis caused mr to increase. To treat the increased mr, the physician decided to undergo a mitral valve replacement surgery. During the surgery, it as noticed that an atrial septal defect (asd) was present; therefore, a closure device was used to close the asd. Additional details are provided in the attached article. No additional information was provided.